Event description:
Medtronic received information that 1 year and 2 months post implant of this aortic transcatheter valve, the valve was explanted and replaced with a bioprosthetic valve due to high gradients and regurgitation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)